Manufacturer narrative:
Infection occurred around the first week of (B)(6) 2016. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an infection manifested by discomfort (not further specified). The patient was hospitalized due to the discomfort. The patient was treated with an unspecified antibiotic. Action taken with pd therapy at the time of this event was not reported. At the time of this report, antibiotic treatment was completed and the patient had recovered. Additional information is not available.